Manufacturer narrative:
(B)(4). Medical devices: z nail cmf 10mm x 34cm 125 l item# 47-2498-341-10 lot# 3058456, z nail cmf nail cap 0mm item# 47-2500-002-00 lot# 3080018, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47-2484-035-50 lot# 64961188, z nail cmf 5.0x75 ant sup scr item# 47-2501-075-50 lot# 3069185, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47-2484-042-50 lot# 64654227. Foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00377, 0009613350-2022-00378. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that three (3) weeks after the initial operation the lag screw was sliding to outer the side. Revision is not planned, the patient's condition will be continued to be monitored. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.